Event description:
A customer reported that a system message related to energy was displayed during treatment. The message was acknowledged and the procedure was completed with no patient harm.

Manufacturer narrative:
Evaluation summary: at the visit on site the field service engineer (=fse) checked the device. The reported issue was not reproducible. The device meets the specifications. No device was returned for evaluation. The log files review confirms the message regarding secondary energy too low occurred once on this day. The treatment was interrupted. The treatment was completed to 100 % shortly after this. The log files review shows no abnormalities that could have contributed to the reported event the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. There is no indication a product problem caused or contributed to the reported message. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).